Event description:
Additional information received on 10/30/2024: to date, all labs and intraoperative biopsies have been negative. Due to the history and loosening of the components, infection was presumed. The patient was put on a broad-spectrum antibiotic to treat the presumed infection. The part numbers for the implanted and later explanted arthrex products remain unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry experienced increased pain fifteen months post-operative. The patient had undergone a procedure on (B)(6) 2023 to implant a univers revers apex system. An x-ray showed a broken screw and potentially loose glenoid complex. There was a presumed infection. Revision surgery was performed on (B)(6) 2024 for removal of deep implanted broken screw. As of (B)(6) 2024, the patient has been scheduled for a second revision surgery to remove the antibiotic cement spacer and trsa on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.